Event description:
The coaxial needle has snapped off during the procedure. Pt was sent to theatre (operating room) to have it removed.

Manufacturer narrative:
No issues were identified while performing the manufacturing documentation review. The sample that was received confirmed the reported failure mode. The cannula of the coaxial that goes with the act2015 needle was broke. From visual inspection it was noticed that the cannula was bent and near the breakage site; presented a kinked condition. The failure mode reported is not thought to be related with the assembly/inspection process defined by procedures. Procedures called for a visual and functional verification of needles prior to release of the product to the next stage. Based on the incident description and the biopsy site indicated (liver), it is possible that bending was a result of movement during the biopsy procedure. While performing liver biopsy it is possible that the needle could be placed in close proximity to the ribs and become bent if it comes into contact with a rib due to pt movement. As a preventive measure manufacturing personnel will be made aware of this incident in order to make them aware of the importance of verifying condition of the components prior to assembly.